Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
Related manufacturer report number: 1627487-2023-02357. It was reported that the patient had a infection at the extension pocket site. Surgical intervention was undertaken and the extensions were explanted.